Event description:
It was reported by the sales rep the device was used during a partial gastrectomy. It was reported the cartridge would not fire. Surgeon followed procedure of firing and it appeared that the cartridge was properly loaded. Surgeon used 5 devices and 35 reloads during this procedure. Unknown which cartridge lot number was used. Rep returning packaging for atw35. There was no consequence to the patient.